Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating february 2022 through june 15, 2024, under CAPA 12460641. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2020 and confirmed that this device was not previously returned for service and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had spilled liquid in a drawer, which was cleaned, but the drawers continued to drop off and the screen had frozen due to the syrup spill. A field service technician inspected auxiliary drawers 1, 2, and 3 following a syrup spill on the pyxis device. All row boards in the first three drawers were thoroughly cleaned. The first row board in auxiliary drawer 2.2 was replaced due to extensive syrup damage and the presence of numerous blister packs. Additionally, the technician recommended replacing cubies in drawer 1.2 and in auxiliary drawer 2.2 to prevent further issues. The system functioned as intended after the field service technician troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es had spilled liquid in a drawer, which was cleaned, but the drawers continued to drop off and the screen had frozen due to the syrup spill. There were no adverse events or injuries reported based on this incident.